Manufacturer narrative:
The investigation confirmed that vitros ammonia (amon) results reported from two different vitros 5600 integrated systems as ug/dl, which were different from the unit of measure for the same amon results displayed at the customer¿s lis (umol/l). The cause was attributed to user error. The vitros 5600 integrated systems in the laboratory were not correctly configured to report vitros amon results as umol/l, matching the configuration at the customer¿s lis. Once the vitros 5600 systems and the lis were configured in the same units of measure, corrected reports were issued. The vitros systems performed as configured and no malfunction of the vitros 5600 integrated systems occurred. (B)(4).

Event description:
The investigation confirmed that vitros ammonia (amon) results reported from two different vitros 5600 integrated systems as ug/dl, which were different from the unit of measure for the same amon results displayed at the customer¿s lis (umol/l). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. Discrepant results were reported from the laboratory, however, ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).